Event description:
Boston scientific received information that during a routine follow up visit, the patient with this pacemaker experienced a violent seizure and blacked out during device testing. The duration of the patients blackout symptom is unknown. The sales presentative is aware of the patients symptoms. The patient was referred to there medical doctor. No additional adverse patient effects were reported. At this time the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Laboratory analysis determined that the device had critical therapy available at the time of the reported observations and did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.